Event description:
It was reported that the patient presented with high impedance. Patient has not had an increase in seizures or any other issues. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient underwent a lead revision. It was reported that there was not enough room on the patient's vagus nerve so the anchor tether was not attached and only one tie-down was used and reports of excess lead due to strain relief loop not being utilized. The explanted lead has not been received by product analysis to date.

Event description:
Additional information obtained noting that the patient had their device checked in pre-op and the results were low battery with high impedance. In surgery, the surgeon took out the old 103 generator, reinserted the lead pins and diagnostics came back still high impedance. The old generator was taken off the leads and inserted with the test resistor. Generator diagnostics however did not give an impedance but rather said device was disabled. The new 106 generator was put onto the leads while the screwdriver was kept in the set screw. Diagnostics came back all normal. The leads were pulled out as far as they could go from the pocket and impedance was still within normal limits, 2823 ohms, so the surgeon decided to move forward with the closing and this was done by the nurse practitioner and the surgeon left the operating room. After closing, the device was checked again and high impedance was seen after multiple test and then the patient started to move and the impedance was within normal limits. The livanova rep turned the patient's head to the left and tested again getting high impedance again. So it was confirmed there may be a partial fracture somewhere in the neck. Patient was seen in clinic for their first post op visit and is noting to be doing well with less seizures. The patient device was then checked again and high impedance was confirmed so the patient has been referred for a lead revision. The explanted generator has not been received by product analysis to date. No known lead revision has occurred to date.